Manufacturer narrative:
Type of investigation code: b15, b17, b20. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with 2 ml of juvéderm® volux¿ in inferior third. A week later, patient has a second injection with juvéderm® volux¿. Three weeks later, patient had a third injection with 2 ml of juvéderm® volux¿ in inferior third. A week later, patient experienced pain and all face inflammation the following week. Patient also experienced nodules, erythema, pain, induration. Patient was treated with antibiotic and hyaluronidase. Symptoms ongoing/unresolved. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00152 (allergan complaint #pr (B)(4)), MDR ID# 3005113652-2023-00158 (allergan complaint #pr (B)(4)). This MDR is being submitted for the third injection of suspect product, juvéderm® volux¿.

Event description:
Additional information reported symptom resolved.